Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 13 march 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr), flail and thin leaflet, prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During deployment sequence of second mitraclip, several grasping attempts were made. During closure, an increase in mr was observed due to perforation of anterior leaflet. The mr was reduced to grade 3 post procedure. There was no clinically significant delay reported.